Manufacturer narrative:
E1: initial reporter facility: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed wrinkles around the heat shrink tubing of the drive cable. Impedance testing revealed no electrical issues with the device and a good square image appeared in the ilab system during the image test. The device could flush when the telescope was fully retracted but did not flush when fully advance. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable; therefore, limiting the identification of the probable cause of the reported event. Regarding the reported image missing the as-analyzed cause code of device problem excluded is assigned. The device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed, 31 mm x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, the catheter was normally recognized by the system, but the tip was blocked and could not be flushed. Air could not be discharged, and the catheter appeared black during testing outside the patient. There was no kink in the catheter, and no errors were reported when the image was lost. No imaging runs were done when the image was lost. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 85% stenosed, 31 mm x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, the catheter was normally recognized by the system, but the tip was blocked and could not be flushed. Air could not be discharged, and the catheter appeared black during testing outside the patient. There was no kink in the catheter, and no errors were reported when the image was lost. No imaging runs were done when the image was lost. The procedure was completed with another of the same device. The patient condition following the procedure was stable.